Manufacturer narrative:
Correction: e2 and e3 were inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The reported event was unable to be confirmed as the device was not returned to olympus. The event can be detected/prevented by following the instructions for use which state: "do not store the sterile package containing the instrument in places where it will become damaged, wet, or improperly sealed. Otherwise, the sterility of the instrument may be compromised, which could pose an infection control risk and/or cause tissue irritation." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the balloon catheter had possible blood on the outside of the package. The issue occurred during receipt inspection. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.